Event description:
It was reported that: "the material number on the secondary packaging was different from primary packaging and the product was different than what was regularly been used by the doctor. So the clinician had to use another to complete permcath insertion procedure for patient undergoing dialysis.".

Manufacturer narrative:
(B)(4).